Manufacturer narrative:
(B)(4). Evaluation, results: endoleak, ruptured aneurysm/vessel. Disease progression. Conclusions: lack of effectiveness, disease progression.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 66 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the patient presented with abdominal and back pain approximately 1 month ago and was found to have had a contained ruptured aneurysm. The rupture was attributed to disease progression, as the aneurysm had expanded and taken up the aortic neck. A proximal type I endoleak and thrombus around the stent graft was noted; however, there was no migration. The physician elected to explant the bifurcated stent graft and cut off the contralateral limb and then sew in a dacron graft with successful results. No additional clinical sequelae were reported and the patient is fine. The explanted stent grafts were discarded by the user facility.